Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 36 unopened racepacks. Analysis and results: there are no previous complaints of this code/batch. There are no units in OEM stock. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Remarks: when working with premilene suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). Complaint states: thread tears too easily.